Manufacturer narrative:
The manufacturing date for the reported device is prior to 24sept2016 so no UDI required. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
Philips received a complaint on the avalon fm50 fetal monitor indicating that the heart rate is making interference when there are twins on it. The device was not use on a patient at time of event; there was no adverse event reported.

Manufacturer narrative:
A philips remote service engineer (rse) reached out to the customer who did not respond to a quote for service and repair. Additional information was not provided by the customer so the reported problem could not be confirmed. The engineer was unable to provide their analysis findings as we are unable to confirm the final disposition of the device because the customer did not respond to requests for additional information. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.